Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency. A CAPA, CAPA (B)(4), has been opened to address the late documentation of this complaint.

Event description:
The customer reported that a couple patients had received positive hcg results using home pregnancy tests. When tested at the facility, surestep hcg tests produced negative hcg results. Confirmatory blood confirmed the pregnancies. No additional information provided.